Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while onsite, the local representative (cc) found the end of the break out box cable to be damaged and unable to be plugged into the system. The damage looked to be normal wear and tear. There was no reported delay. There was no patient involved.